Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for reduced concentration delivery of anesthetic agent per 21 cfr 806 on 27-nov-2024. The FDA recall number is (recall no. Z-0814-2025). Customers were sent a letter explaining the issue and instructions for inspecting for correct output concentration. Gehc will replace all affected units. Additional information was received that the field engineer identified the malfunction during the fmi test on 02-may-2025. Accordingly, the b3 incident date and g3 date received by manufacturer have been updated to reflect this information.